Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
On 12/05/2018, unknown saline implants was received by the mentor product analysis lab with no accompanying information. The device could not be associated with an existing complaint. Analysis on this device has begun, but is not complete yet. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of a saline device is characteristic of a removal and replacement. As a result, this will be conservatively reported to FDA. This report is for the one of the two returned devices.

Manufacturer narrative:
On 2/1/2019, it became evident that the blind device was unknown saline device with no lot number. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, upon reviewing of the received device it became evident that the device is gel device and the lot number is 5748928, with catalog number of 3544600. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device returned without fluid. White material was observed within the device and on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 7 cm running from the anterior aspect to the posterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. Since the lot number was not provided by the customer, the manufacturer record evaluation (mre) could not be reviewed. If lot number is later provided, the mre will be reviewed. Complaint could not be confirmed since there is no event to compare with. At this point, is not possible to determine a root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).